Event description:
First use, error code e6 (motor stall). Patient was on the table under anesthesia and operative hysteroscopy case had to be cancelled. No other information is available at this time.

Manufacturer narrative:
Unit did not fail for any faults or errors during testing. No problem found.